Event description:
It was reported that the user contacted support for abnormal blood glucose readings on the ilet, with device-reported glucose values of 365 and 385 mg/dl and recent administration of short-acting insulin; the agent confirmed that the event had been addressed and provided troubleshooting and education, with the user scheduled for retraining. Symptoms included hyperglycemia. Outcomes included no injury and resolution with self-management and coaching. Investigation included technical troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and no component failure; the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.